Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer was failed, and it was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a loose cable connection caused the bus detection issue. A field service engineer identified main drawers 3.1 and 3.2 not detected on the bus, with data led on 3.1 blinking; found the row board cable was not fully seated and reconnected it, restoring communication. The system functioned as intended after the field service engineer repaired the device.